Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 1. "Hi" (>600 mg/dl), 200 mg/dl 2. 500 mg/dl, 127 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.